Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was associated with the overlay membrane panel. The fse replaced the overlay membrane panel and the operational verification procedure was performed, which passed. Having met manufacture specifications the device was returned for use.

Event description:
The customer reported an unresponsive touch membrane display on this ventilator device. The customer stated no patient involvement with this event.